Event description:
It was reported that the implantable pulse generator (ipg) was attempted, not implanted. The physician attempted to turn the atrial set screw to secure the atrial lead in the ipg. The atrial lead was visualized and it was verified that the lead pin was inserted correctly into the atrial lead port and was past the set screw position. When the physician turned the wrench in a clockwise rotation the wrench just turned and never reached its maxium torque, the wrench just continued to spin. A second wrench was opened with the same result. A different ipg was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).